Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-66245.

Event description:
The customer reported via telephone call that he had been hospitalized three times due to low blood glucose. He stated that the first hospitalization was due to the pump, while the other two were due to incorrect meter readings, on (B)(6) 2016 and again on (B)(6) 2016. The blood glucose reading upon admission was 42 mg/dl. On (B)(6), the meter reading was 242 mg/dl when the blood glucose reading taken from the hospital was 42 mg/dl. The customer was wearing the insulin pump at the time of these events. He was treated at the hospital and stabilized. The insulin pump was not replaced or returned.